Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view and the washer can be seen cut and the safety disengaged. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: you have stated the following: "" the drain was placed through the anus to reduction of pressure."". However, is a drain typically placed after this procedure? No further information is available. Or was the drain placed as a result of the issue that occurred during the procedure? No further information is available. Additional information received: stapling formation was unknown. After the operation, the surgeon said it was more difficult to remove the device as usual. The patient discharged at (B)(6) on schedule.

Event description:
It was reported that during an open colostomy closure, air leak was observed at the leak test (40ml) after the firing. The device was used on the rectum. The leakage might have occurred from the staple hole on the staple line at the anterior wall. There was no difficulty in the firing. The washer was cut properly, and there was no difficulty in removing the device from the patient. The donuts were created properly. Additional suture was performed to complete the case. The drain was placed through the anus to reduction of pressure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d73m. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.